Event description:
The customer reportedly received the following results on the accu-chek aviva system within a 10 minute timeframe: 58 mg/dl (alternate site testing: forearm), 134 mg/dl (finger) and 131 mg/dl (palm of the hand). The customer was in a fasting state when the aforementioned results were obtained. No reported symptoms. No actions taken or treatment given based on the device results. No adverse event reported. New system sent to customer and return requested.